Manufacturer narrative:
(B)(4). Device evaluation: a retained cartridge sample from lot # b201819; a leak test was performed with no failures; no leaks were observed from the luer connection, o-rings or elsewhere on the cartridge.

Event description:
The reporter contacted animas on (B)(6) 2013 reporting that the patient experienced elevated blood glucose levels up to 29.6 mmol/l with increased urination and thirst for several days. The reporter indicated that when the cartridge was removed, there were air bubbles in the cartridge. Troubleshooting of the filling technique indicated that the reporter was not cycling the cartridge prior to fill and was sometimes using refrigerated insulin in the pump. This report is made based on the allegation that the patient experienced hyperglycemia related to incorrect cartridge filling techniques.

Manufacturer narrative:
The cartridge has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.